Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4), description: infinion 1x16 perc lead kit- 50 cm. Model#: sc-3400-30 serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model#: sc-4316, lot#: 16114077, description: next generation anchor kit-sterile

Event description:
A report was received that the patient had pain at the pocket site. Topical cream was administered, but it did not help. The patient will undergo an explant procedure. The cause of pain was unknown.

Event description:
A report was received that the patient had pain at the pocket site. Topical cream was administered, but it did not help. The patient will undergo an explant procedure. The cause of pain was unknown.

Manufacturer narrative:
Additional information was received that the physician believed that the pain was not device related. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.